Manufacturer narrative:
Product analysis: the device was returned for complaint investigation. The stent was positioned on the balloon between the marker bands as per position specification . However, deformation was evident to the stent wraps with mid stent wraps with struts raised. Slight deformation evident to the distal tip and an in-house guidewire was backloaded through the distal tip and advanced proximally through the exchange joint with no resistance noted. No other damage evident to the remainder of the device. Please note that this device (onyx trucor) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (resolute onyx rx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure an attempt was made to use one onyx trucor coronary drug eluting stent when the device failed to cross the lesion during advancement of the device. The lesion was pre-dilated twice, but the device could not cross the lesion. The lesion intended to be treated was located in the left anterior descending (lad) artery. Per the physician, adequate lesion preparation was performed prior to advancement attempts. No further advancement of the device was possible. The device was not implanted and the device was removed completely after unsuccessful advancement. The device did not remain in the patient. No additional issues with the product were observed. The procedure was completed with another stent of similar size. No patient complications were reported as a result of the event.